Manufacturer narrative:
A ge service rep performed an onsite investigation. The table was recalibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the table would not move and the controls were not working. No pt injury was reported.